Event description:
The customer received a blood glucose reading of 316mg/dl from the contour next link meter, re-tested on a contour usb meter and received 88mg/dl.the difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the test strips are to be returned for evaluation.replacement test strips were sent to the customer